Event description:
It was reported that the customer was hospitalized for high blood glucose. The blood glucose reading was between 190 to 240 mg/dl. Also, the doctor requested assistance on how to raise the basal rates on the customer's insulin pump. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.